Event description:
It was reported that "during use, the junction between the intravascular portion and the external part of the catheter tends to bend, retaining the shape of the fold. This results in a reduced lumen diameter and makes the device more difficult to handle." The procedure was completed with the same device. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during use, the junction between the intravascular portion and the external part of the catheter tends to bend, retaining the shape of the fold. This results in a reduced lumen diameter and makes the device more difficult to handle." The procedure was completed with the same device. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".